Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The parent requested a follow-up from technical support to troubleshoot the issue.